Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation and pericardial effusion. The right atrial (ra) lead had dislodged. The ra lead was revised and remains in use. No further patient complications have been reported as a result of this event.